Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reported with the following verbatim: verbatim: "the acute care units are having trouble with IV tubing (primary and secondary ) in which ivpbs fail to infuse." "Sometimes the fluid is passing through the tubing, but incorrectly. It is either backflowing, pulling from both primary and secondary, or pulling air through the line."

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 24025812 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.